Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms occurred. The pump was inspected and no traces of moisture damage were found on the electronic motor assembly. The pump was returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated the low blood glucose readings. The customer stated that the pump alarmed and the numbers are going up and down by themselves. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that he was mowing the lawn. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.